Manufacturer narrative:
Journal article details: title: update on the status of infrarenal aaa devices authors: theodore hart, ross milner the journal of cardiovascular surgery 2018 june; 59 (3): 330-5. Doi: 10.23736/s0021-9509.18.10482-4. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. The following adverse events were observed in the patient group: reintervention for aortic neck complications reintervention for iliac limb stenosis.